Event description:
Additional information was received. It was reported that the device didn¿t randomly turn off and the patient misinterpreted positional changes. The steps taken to resolve the issue were that the patient has been educated on positional changes and the issue was resolved. See h10.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the recharger antenna had gotten "really hot" while charging the ins within the last week. The pt noticed the battery pins in the battery compartment were bent and pt received message indicating they "need to take back of battery" (pt did not recall exact message) less than 1 week ago when attempting to charge the ins. Pt mentioned controller would also "stop charging randomly." Pt mentioned battery pack contacts are really scratched up from bent pins in controller (pt noticed scratches while troubleshooting battery compartment pins today).  Pt had spoken with a manufacturer representative (rep) today (2021-07-01) via phone and the rep recommended the pt call in. The pt mentioned therapy had been turning off randomly for less than a week. Pt mentioned the therapy turning off may be linked to recharging issues due to the bent battery compartment pins. Pt mentioned having an upcoming appointment with the rep on wednesday. Pt mentioned they charge the ins every 3-5 days. An email was sent to the repair department to replace the battery pack, recharger antenna, and controller. Additional information was received. It was reported that the device didn¿t randomly turn off and the patient misinterpreted positional changes. The steps taken to resolve the issue were that the patient has been educated on positional changes and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type: programmer. Product ID m995402a001, serial# (B)(6). Product ID 97755, serial# (B)(6), product type: recharger. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the recharger antenna had gotten "really hot" while charging the ins within the last week. The pt noticed the battery pins in the battery compartment were bent and pt received message indicating they "need to take back of battery" (pt did not recall exact message) less than 1 week ago when attempting to charge the ins. Pt mentioned controller would also "stop charging randomly." Pt mentioned battery pack contacts are really scratched up from bent pins in controller (pt noticed scratches while troubleshooting battery compartment pins today).  Pt had spoken with a manufacturer representative (rep) today ((B)(6) 2021) via phone and the rep recommended the pt call in. The pt mentioned therapy had been turning off randomly for less than a week. Pt mentioned the therapy turning off may be linked to recharging issues due to the bent battery compartment pins. Pt mentioned having an upcoming appointment with the rep on wednesday. Pt mentioned they charge the ins every 3-5 days. An email was sent to the repair department to replace the battery pack, recharger antenna, and controller.